Manufacturer narrative:
The reported product is not expected to be returned as the customer discarded the sensor. A follow-up report will be filed if product is returned or additional information is obtained. The exact date of event is unknown. The date entered is based on the customer's approximation of "about a month ago about the 18th". The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "replace sensor" message after 4 days of wearing the adc freestyle libre sensor. Customer further reported he experienced unspecified symptoms of hypoglycemia and the emergency service was called who diagnosed him with hypoglycemia and treated with glucose via IV. Based on the information provided, there was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported receiving a "replace sensor" message after 4 days of wearing the adc freestyle libre sensor. Customer further reported he experienced unspecified symptoms of hypoglycemia and the emergency service was called who diagnosed him with hypoglycemia and treated with glucose via IV. Based on the information provided, there was no report of death or permanent impairment associated with this event.